Event description:
During preparation for use, the system's air bubble detector continuosly reset itself, rendering it unusable. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.